Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the photos provided. The picture was reviewed, and an area of the screw head was observed to have a brown spot. With the information available we are not able to confirm the nature of the brown spot therefore the reported condition can not be confirmed for this screw. No documents/specification review of dimension inspection could be performed due to not knowing the product code and the product not being returned. Conclusion the subject complaint is not confirmed as the picture provided does not provide sufficient information on the nature of the brown spot of the screw head. A definitive assignable root cause could not be determined based on the provided information. During the investigation no drawing or specification was able to be reviewed neither a device history record due to not knowing the product code associated with the screw. No product design issues or discrepancies were observed (based on the photos) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 approximately fifteen (15) devices were discovered to have damage. Using a stereo microscope it was seen that there was the presence of blood in the head of two (2) screws and the damage of the hexagonal recess in the other screws. This report is for one (1) unknown screw. This is report 3 of 5 for (B)(4). This complaint is linked to (B)(4).